Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. The customer reported that the suspect device was unable to recognize the syringe upon use. The investigation results shows that there are no issues with the reported device. Evaluation testing shows no issues and within factory specification, no calibration issues of the device. The customer complaint was unable to duplicate by manufacturer investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the suspect device was unable to recognize the syringe. No patient injury was reported.